Manufacturer narrative:
Results: bd received (B)(4) customer samples and photos from the customer facility for investigation. The samples were draw tested. All of the tubes were under the specification limits. The samples and photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed. Additionally, five retention samples were selected for evaluation and draw tested as well. The these tubes were within limits. The photos did not confirm the underfill complaint. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was able to duplicate the indicated failure mode. The root cause could not be exactly replicated during testing and investigation. It is highly likely that the tubes were mistakenly partially stopped prior to evacuation creating low draw.

Event description:
It was reported that bd vacutainer® glass cpt molecular diagnostics tube were under filling. No serious injury or medical intervention reported.